Manufacturer narrative:
Missing lot information was requested from the initial reporter. The product was also requested from the initial reporter. A follow up report will be submitted upon receipt of the lot number and/or the product. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 11 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reported the patient's peri- implantitis and deficient oral hygiene. The site was grafted. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The product was also requested from the initial reporter. A follow up report will be submitted upon receipt of the lot number and/or the product. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 11 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reported the patient's peri- implantitis and deficient oral hygiene. The site was grafted. There were no reported post-operative complications.